Event description:
While a patient was undergoing cysto/ureteroscopy and laser lithotripsy, attempts to fire the new star laser were unsuccessful, and an "error 17" was displayed, which means "low laser output". The surgeon was able to proceed with the procedure using an electro-lithotriptor. The laser was calibrated and tested by the third party company which is contracted to provide maintenance service on the laser.the surgeon noted that there was no adverse impact to the patient.